Event description:
A patient was admitted with gi bleeding. The rn used a pall purecell rcq high efficiency rapid flow filter to hand a unit of prbcs. There was a blood leak from the filter. Exact location could not be determined.